Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: b5 should have been post paced t wave oversensing not noise oversensing.

Event description:
New information notes reoccurrence post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). The patient condition was unknown.